Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Become aware date corrected from 16aug2021 to 10aug2021.